Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient was not receiving adequate therapy. As a result, surgical intervention may occur to address the issue.